Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported that after multiple attempts to implant the right ventricular lead, it was observed that the tip had a bend in it. The physician completed the procedure with a new lead and the patient was stable throughout.

Manufacturer narrative:
Additional information: the damage found was sustained during the surgical procedure. The lead was otherwise normal.